Manufacturer narrative:
Mfg date: 06/2014. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction as the product issue was found prior to use. No additional information was provided at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: this 3500a form is being submitted to account for the unknown number of cases associated with the report. There are four (4) cases associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other three(3) cases. (B)(4).

Event description:
It was reported that the urinary catheters were folded in the pouch upon receipt. The complainant states that the catheters are "unusable because they are bent in the pouch".

Manufacturer narrative:
Additional information was provided on 10/08/2015. Unused samples received on august 08, 2015. Visual inspection of 3 received samples unused. Products are placed into the boxes so that they care not bent or damaged. No damage or bend were observed on the three provided samples. Batch record review completed. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint of this nature was registered on the lot. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional information was provided at the time of the report. Should additional information become available, a follow-up report will be submitted. No additional information was provided at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 29,2015 (B)(4)